Event description:
Name of procedure being performed: left anterior resection detailed description of event: dr [name] was using the device towards the end of the procedure. Insertion was fine, the device was utilised for reattachment. The cap put back on. Towards the end of the procedure when the device was being used for visualisation dr [name] noticed the rip in the plastic. He was concerned that it had torn off in the patient. He was pulling the device up strongly when in use. Additional photos available in attachments. Patient status: patient is unaffected - surgery complete. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided by the complainant. The photograph confirmed the complainant¿s experience of a torn sheath. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause at this time. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: left anterior resection. Detailed description of event: dr [name] was using the device towards the end of the procedure. Insertion was fine, the device was utilised for reattachment. The cap put back on. Towards the end of the procedure when the device was being used for visualisation, dr [name] noticed the rip in the plastic. He was concerned that it had torn off in the patient. He was pulling the device up strongly when in use. Patient status: patient is unaffected - surgery complete. Type of intervention: ni.